Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age & weight not provided by reporter. Unknown when device malfunctioned. (B)(4). The hardware was implanted approx. In (B)(6) 2015. Unknown if device is/not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a sternal plating system surgery there was a device failure. Update-1/4/2016-sc later on reported that the revision surgery was performed on (B)(6) 2015 due to post-operative loosening of implanted hardware. The hardware was implanted approx. In (B)(6) 2015. Pain and discomfort was associated with loose hardware and revision surgery was performed to remove loose screws and plates. Reportedly there is partial fusion of superior sternum, with some movement in the inferior aspect of the sternum and sternum appeared stable. Two inferior most plates were explanted. No piece of instrument remained in the patient after surgery. Revision surgery was completed successfully without any surgical delay and any medical intervention required. No other information is available to provide. Update-1/5/2016-sc stated only the partial hardware was removed during the hardware removal surgery. He confirmed that patient was not implanted with new hardware during the surgery. Patient status/outcome reported as stable. Patient weight reported as large. No additional information is available. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was initially implanted with non-synthes sternal wires for median sternotomy on (B)(6) 2014. The patient was then revised on (B)(6) 2015 for sternal non-union and implanted with synthes hardware.